Event description:
In 1980 I had double lumen breast implants. I started to have many autoimmune type symptoms. Went to rheumatologist who suspected I was sick from implants. In 2005 it was noted on mammogram that my left implant was ruptured. Between 1980 to 2005 I had heart attack at very young age, hysterectomy for fibroids, diagnosed fibromyalgia, osteoarthritis, had knee surgeries. Had rupture implant replaced with mentor implants and my health has deteriorated with lupus, mixed connective tissue disease, fibromyalgia, 17 joint surgeries. Was explanted on (B)(6) 2019. Lost job and home and marriage. Since 1993 have had numerous test. FDA safety report ID# (B)(4).